Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of dsp107. The infusion ran from 1216-1544, for a total of 208 minutes, making it 28 minutes over the expected 180minute infusion time and 13 minutes over the customers +15minute window. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-83669 is a concomitant. Please refer to manufacturer report number 2016493-2025-83671, which captured the correct suspect device per investigation report.

Event description:
It was reported that there was an under infusion of dsp107. The infusion ran from 1216-1544, for a total of 208 minutes, making it 28 minutes over the expected 180minute infusion time and 13 minutes over the customers +15minute window. There was patient involvement but no harm.